Manufacturer narrative:
(B)(4). Date sent 12/8/2023. D4 batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1.. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open bowel surgery, while the surgeon was attempting to perform a side-to-side anastomosis of the small intestine, the single-use stapler did not function appropriately. When the surgeon opened the stapler, the two end were noted to be crooked and not completely inserted together (as per usual). It was too late to abort the anastomosis, as the stapler had already fired. The staples appeared okay. The surgeon completed the anastomosis line and resected the anastomosis. Using a new stapler, the surgeon redid the anastomosis to ensure integrity of the suture line. Surgery time was extended.